Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 425 mg/dl and insulin pump was off. The customer also mentioned missing battery cap. The customer did not provide any information about symptoms. The customer treated high blood glucose value with manual injections. The customer was did not offer troubleshooting for high blood glucose as the insulin pump was off. The insulin pump will not be returned for analysis.